Event description:
Patient reported his pump is not working. Per patient, pump shows "empty lithium battery - call provider". He changed the external batteries and restarted but still gets the same error. Patient stated he injected hyqvia part and drew ig in IV bag already. Patient is not comfortable manually administering dose due to large dose. Pump is being replaced. Patient did experience interruption to therapy / missed dose. Unknown if patient experienced an adverse event. No further information, details or dates provided. Unknown if pump will be available for return. Serial number: (B)(6). Common variable immunodeficiency.